Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and six shocks for a rhythm that was detected in the vt-1 zone, which was programmed to monitor only. The local field representative reported that upon review of device memory, electrograms (egm) for the therapy episode were not available in the arrhythmia logbook. The local field representative contacted boston scientific technical services (ts) to inquire if there was any way to determine why shock therapy was delivered. Ts explained episode storage and discussed therapy episode was likely overwritten. Ts also discussed that since the vt-1 zone was programmed to monitor only, the rhythm likely accelerated into the vt zone in the same episode and met duration, which, led to therapy delivery. Ts discussed that shock therapy would have been exhausted for the episode as only six shocks are available in the vt zone. No adverse patient effects were reported.